Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported the patient¿s ins was replaced after lasting less than 2 years. The device was allegedly supposed to last 3 to 5 years. The device was replaced with a rechargeable ins. A healthcare provider (hcp) told them the patient used a ¿complicated setting.¿ changing the amplitude was reportedly always confusing to the consumer. The friend/family member was unsure if the depletion rate was normal. No medical symptoms were reported. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient weight was updated. It was reported that the cause of the depletion was likely due to interleaving programming settings. No further complications were reported as a result of this event.